Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 56 mg/dl at the time of the incident. Customer stated that the blood glucose on other day 54 mg/dl. The customer was treated with food. Customer stated was consumed a big bottle of juice and another 15 minutes blood glucose was 93 mg/dl. The customer was ok with troubleshooting for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.